Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergy to nickel") and genital haemorrhage ("hemorrhages every 10 days") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant diseases or medications. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary pain"), back pain ("back pain"), headache ("headache"), asthenia ("weakness") and gastritis ("stomach inflammation"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("pain during the intercourse"), depression ("depression"), fatigue ("tiredness"), malaise ("malaises"), inflammation ("abdominal inflammation") and tooth loss ("loss of dental pieces"). The patient was treated with ibuprofen and surgery (in waiting list to have essure removed). At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, adnexa uteri pain, back pain, headache, depression, fatigue, asthenia, malaise, gastritis, inflammation and tooth loss outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, asthenia, back pain, depression, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, inflammation, malaise, pelvic pain and tooth loss to be related to essure. The reporter commented: she complained about the damages caused by essure. Six months after the product insertion, she started with stomach inflammation and hemorrhages every 10 days. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("allergy to nickel") and genital haemorrhage ("hemorrhages every 10 days") in a 42-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant diseases or medications. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary pain"), back pain ("back pain"), headache ("headache"), asthenia ("weakness") and gastritis ("stomach inflammation"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("pain during the intercourse"), depression ("depression"), fatigue ("tiredness"), malaise ("malaises"), inflammation ("abdominal inflammation") and tooth loss ("loss of dental pieces"). The patient was treated with ibuprofen and surgery (in waiting list to have essure removed). At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, adnexa uteri pain, back pain, headache, depression, fatigue, asthenia, malaise, gastritis, inflammation and tooth loss outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, asthenia, back pain, depression, dyspareunia, fatigue, gastritis, genital haemorrhage, headache, inflammation, malaise, pelvic pain and tooth loss to be related to essure. The reporter commented: she complained about the damages caused by essure. Six months after the product insertion, she started with stomach inflammation and hemorrhages every 10 days. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.